Event description:
Siemens was notified on 9-22-2016 of a complaint event involving a serious injury. The event occurred while the patient was being removed from the imaging chair of the c.cam gamma camera medical device. The technologist had completed a cardiac scan and homed the chair to unload the patient from the system. The patient sat up and tried to swing her legs around to the side, which resulted in the patient breaking a bone in her foot. The customer described the event to siemens in the following manner, "the patient had no strength in her legs and because of the size of the patient [(B)(6).] It was difficult for her to swing around. While trying to swing her legs around, the foot either hit the wall or twisted and the patient slid down to the floor." There was no malfunction of the c.cam medical device. There was no injury to any other person.